Event description:
Staple load was inserted into the chest, closed on the tissue but would not fire. It was removed and replaced and the stapler handle functioned normally after. Manufacturer response for endo gia reinforced extra thick reload with tri-staple, medtronic - covidien (per site reporter): manufacturer provided rga# and product return packaging.